Manufacturer narrative:
UDI was corrected h6 codes were corrected.

Manufacturer narrative:
Coding update: removed: placement signal issue (a0709), serious injury (f12). Added: arrhythmia (e0601). Investigation summary: infection, arrythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the root cause of the device being in the wrong position was not determined due to lack of sufficient clinical details and inconclusive evidence from data logs.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on (B)(6) 2025, a patient supported with an impella device experienced intermittent placement alarms indicating location in the aorta. A point-of-care ultrasound performed with the critical care physician, followed by a formal echocardiogram, was obtained for further evaluation. Imaging demonstrated variable positioning: at lower support levels the impella appeared deep with associated ectopy, while at higher p-levels the device position improved, although the pigtail remained across the valve. An attempt by the managing physician to advance the device resulted in the impella becoming too deep, which produced significant ectopy. Catheter marking measurements remained essentially unchanged throughout repositioning attempts. During this assessment, left ventricular function was noted to have significantly improved to approximately 50%. Concurrently, the patient was being evaluated for infection and shock, as blood cultures returned positive in two sets for gram-positive cocci in clusters. In consultation with infectious disease (ic hill), the clinical team determined that the presentation was consistent with distributive shock rather than cardiogenic shock, given the improved lv function and systemic vascular resistance dilation. In light of these findings and the improved cardiac function, the decision was made to remove the impella device later that morning.